Event description:
The biomed department was doing an electrical safety check of the model 3100a. The circuit breaker would not latch in the on position; smoke was smelled. There was no patient involvement and no injuries to anyone.